Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2208-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: st linear lead 50cm. Unique identifier (UDI): (B)(4) gtin not found. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.